Manufacturer narrative:
The customer reported that their central nurse's station (cns) did not alarm for an arrhythmia event. The customer also reported that the patient in question had a 7 second pause on his hr, and that the cns did not alarm of this event, however it did record it. No harm or injury was reported.

Event description:
The customer reported that their central nurse's station (cns) did not alarm for an arrhythmia event.